Event description:
The pt was having a line placed for central access. Catheter placement was confirmed with x-ray during the insertion procedure. The catheter broke off at a point outside the body while physician flushing line. Fragment removed. New line inserted.